Manufacturer narrative:
The ventilator was investigated by our field service engineer. The control pc board was found faulty and was replaced. The device logs were downloaded. The ventilator was returned to service after a successful function test. Evaluation of the device logs confirmed the reported internal leakage test failure and also that the pressure transducer test failed. The log showed that the pressure transducer signal for inspiration pressure measured by the control pc board was found to be lower than expected. Basing on prior investigations the conclusion is that the cause of the failure is a faulty capacitor. The reason for failure of some of the capacitors was determined to be insufficient insulation of the capacitor due to a manufacturing related problem and limited to two suppliers. As a corrective action, the use of the capacitors from the two suppliers which have showed these manufacturing problems was stopped. The ventilator involved in this event was manufactured before the use of the capacitors were stopped. The failure will be detected during the pre-use check, if present. Should this failure occur during patient treatment, the airway pressure will be higher than set. Alarm for high airway pressure will be generated when the user set alarm limit is exceeded. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).